Event description:
The customer reported an overflow of the white blood cell (wbc) and red blood cell (rbc) baths involving the coulter act diff analyzer. The customer indicated that a few ml of fluid leaked and was not contained within the instrument. Three erroneous patient results were generated as a result of the event. The erroneous results were not reported out of the laboratory and there was no affect or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat and no injury or exposure was reported. The customer indicated that quality controls (qc) prior to running patient samples were within specifications. One accurate patient sample result was obtained before the three erroneous patient samples were generated following qc. Beckman coulter field service engineer (fse) was dispatched but did not observe an active leak or a cause for the bath overflow. Although no obstructions were observed, the fse replaced the peristaltic pump tubings involved in the drain system to assure a clear drain pathway to resolve the issue with erroneous results. Repair was verified per established procedures and results met published specifications.